Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse reviewed the diagnostic logs and was able to verify that fault code 77 occurred. The motor appeared to be continuously adjusting speed. To fix the issue, the fse replaced the scroll compressor. The cardiosave iabp services were completed; calibration, safety, and functionality checks passed to factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) displayed a tech error 77, prior to use. It was later reported that the iabp was also overheating. There was no patient involvement, thus no adverse event was reported.